Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my left coil was in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and procedural pain ("pain that night when essure was implanted"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion and procedural pain outcome was unknown. The reporter considered device expulsion and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event my left coil was in my uterus was added. Reporter was added. On 23-mar-2020: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my left coil was in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and procedural pain ("pain that night when essure was implanted"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion and procedural pain outcome was unknown. The reporter considered device expulsion and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my left coil was in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), procedural pain ("pain that night when essure was implanted") and haemorrhagic cyst ("hemorrhagic cyst"). The patient was treated with surgery (hysterectomy). Essure was removed in 2013. At the time of the report, the device expulsion, procedural pain and haemorrhagic cyst outcome was unknown. The reporter considered device expulsion, haemorrhagic cyst and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: content from social media received. Reporters added. Event hemorrhagic cyst was added. Removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.